Manufacturer narrative:
Reported event: an event regarding fretting and disassociation involving an accolade stem was reported. The event was confirmed based on mar for fretting while disassociation was confirmed based on medical review. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 07-aug-2020. This inspection indicated - as per the returned stem shown in pictures, biological material was observed on the porous surfaces of the implants. Damage consistent with the loss of taper lock from interaction against the head taper was observed on the trunnion of the stem. Damage consistent with the implantation / explantation process was observed on the medial and lateral surfaces of the stem a material analysis has been performed. The report concluded: - damage on the returned and stem trunnion and head taper is consistent with the loss of taper lock. Fretting wear was observed on the taper of the head trunnion. The eds and xrf analyzes showed that the components were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Functional and dimensional inspections could not be performed because the device was returned in damage state. Clinical review: clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that : ¿ as per the information provided in medical reports - (B)(6) 2020 operative record "revision from accolade trident with 36 metal head for armed and dislocation of trunnion to cemented ucp long stem, dall-miles cable, retain acetabulum but exchange liner" rejected for medical review by dr. Jaffe: " no clinical or pmh, no patient demographics, no primary left tha op report, no lab or pathology reports, no examination of explanted components. Based upon the information available for review, the event description is confirmed, but insufficient data is present to create a medical report for this case" product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: an event regarding fretting and disassociation involving an accolade stem was reported.the event was confirmed based on mar for fretting while disassociation was confirmed based on medical review. The exact cause of the event could not be determined because insufficient medical information was provided. Further information such as more medical documentation, patient history, demographics are needed. If additional information are received, this investigation will be reopened and re-evaluated. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc/CAPA.

Event description:
The customer reported that the accolade stem was revised

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the accolade stem was revised